Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted due to physical damage at the electrode end. The mannitol cap was not on the tip of the lead and was not found in the package. The product was never in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it noted that there was an observation of a slight bent in the coil and helix at the lead tip. In addition, the helix was slightly stretched. There was no mannitol on helix when it was received in the lab. The mannitol may have been dissolved during decontamination.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted due to physical damage at the electrode end. The mannitol cap was not on the tip of the lead and was not found in the package. The product was never in service. There were no adverse patient effects reported. This supplemental report is being filed since product analysis was completed.